Event description:
During an endoscopic procedure for a duodenal ulcer, the physician used a cook hemospray endoscopic hemostat. It was reported that the user attempted to activate the hemostat spray after screwing in the handle. But the release of pressurized air never seemed to occur. None of the spray [powder] was released into the catheter. We opened a second device and it functioned normally. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972. The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Manufacturer narrative:
Continued: section g: 510k: (B)(4). Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return (no catheters were returned). The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. No loose powder was noted on the exterior of the device or in the tray. A buildup of powder was noted within the device nozzle. When tested as returned the device did not spray. The co2 cartridge did not audibly discharge upon deactivation and the cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). When tested with a new co2 cartridge and activation knob the device did not spray initially, however after a thin wire was inserted into the nozzle to unclog it, powder and co2 began to flow from the nozzle. While the flow of co2 powder strengthened when the button was pressed a smaller steady flow of co2 and powder was present without button compressions and when the on/off switch was in either position. The handle was disassembled, and the tubes were disconnected for removal of any powder. Loose powder without clumps was present in the front tube connecting the on/off valve to the powder chamber. Loose powder without clumps was present in the back tube connecting the powder chamber to the low pressure valve; however, the loose powder was packed in the tubing and needed to be cleared using a thin wire. A visual inspection of the powder chamber's center cannula and diffuser plate found them to be clear. The low pressure valve was disassembled and evaluated. All the internal components were intact. However, a significant amount of powder was observed within the low pressure valve on all the components. The consistent flow of co2 in addition to the buildup of powder in the nozzle is likely the cause for a small amount of powder appearing to flow even when in the "off" position. The on/off switch was visually inspected and appeared to be intact with the on/off valve opening and closing as intended. The buildup of powder in the low pressure valve, resulting in the valve remaining open due to the powder, and the buildup of powder in the device nozzle are the most likely causes for the reported occurrence. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause for report of unable to spray was an internal clog within the low pressure valve and a clog within the nozzle of the device. The cause of the clogs are unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device not being able to spray powder or result in internal clogs within the device. However, we could not conduct a complete investigation because the catheters were not returned for evaluation. This limits our ability to conclusively determine a cause. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.